Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore. The lens was cut to remove from the eye with no pt injury, no enlarged incision or sutures. The reporter stated another same model lens was implanted. The cartridge used has not been approved by the manufacturer for use with this model lens and is considered off-label use.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.